Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle precisionglide 24x3/4in pulled out of the hub. The following information was provided by the initial reporter translated from portuguese to english: "the metal part came loose from the cannon during collection."

Event description:
No additional information

Manufacturer narrative:
Sample received for investigation. Through visual inspection, needle is detached from the hub, it appears the cannula is missing resin. A device history review was performed for reported lot 2272914, maintenance record related to the incident were found. Possible root cause is associated with vision system. A project was initiated to reduce this incident in our products.